Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm noted during testing. The unit had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads are and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the keys were not working. Customer stated that the insulin pump may have been exposed to moisture from working out. Customer's blood glucose reading at the time of the call was 116 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.